Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the meter was not returned with the pump. The black box data started on (B)(6) 2014. Due to continuous use of the device, the black box and pump history for the original event have been overwritten. A review of the available black box and alarm history showed no errors, alarms, or warnings related to the complaint. The total daily doses correctly added up and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required specifications and delivering accurately. The original complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas stating on (B)(6) 2013, the patient experienced a blood glucose (bg) value of 42 mg/dl and then on (B)(6) 2013, the school nurse reported the patient experienced bg values of 40 mg/dl and 600 mg/dl when the patient was in school. The patient reportedly felt lethargic when he experienced the high. The reporter stated on (B)(6) 2013 around 10:30 am, the meter read "high" and then also claimed that the meter remote did not show any readings for the high or low bgs. Customer support (cs) reviewed the pump and no issues were noted with the programming/settings on the pump; there were no delivery issues noted with the pump. It was noted that the allegation of inaccurate bg readings on the meter remote was transferred to lifescan. The reported bg value on (B)(6) 2013 does not meet the animas definition of an adverse event. This complaint is being reported based on the following reasons: because the patient experienced a bg excursion and due to the allegation of inaccurate bg readings on the meter remote. Additionally, use error may have been a contributing factor to the reported event. There was no indication of a pump malfunction during troubleshooting; however, the pump could not be ruled out as a contributing factor to the reported bg event.